Event description:
Revision surgery - the liner disassociated from the shell. The surgeon removed the acetabular components and replaced with stryker components. The system remained implanted, and the surgeon added a 36 head and +10 sleeve to it.